Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: possible breast prosthesis rupture, capsular contracture. Explantation month, day, and year: (B)(6) 2021 . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with unspecified mentor gel breast prostheses that possibly ruptured bilaterally post implantation. The patient reported that the breasts are flattening out. Additionally, the patient developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient is scheduled to undergo bilateral explantation and replacement with unspecified mentor gel breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s right breast prosthesis.